Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment. Pt became flushed, diaphoretic, and short of breath. Hcp also stated that pt had nausea and vomiting at time of incident. Treatment was discontinued and blood was not returned, with an estimated blood loss of 200cc. Pt was given 50mg IV benadryl, 100mg IV hydrocortisone, and 20mg IV pepcid. Pt was also given 650mg po tylenol and oxygen at 4 liters. An EKG on the pt was performed and the pt's triponin blood level was drawn. Hcp stated EKG results were normal and blood level not yet known. Hcp states pt's bp remained stable at time of incident and was free of symptoms within thirty minutes. Treatment was resumed and completed with a different membrane and bloodlines without further incident.